Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 206 mg/dl. Customer stated that she was trying to bolus before bed. Customer stated that she sees a scratch, not a crack, on the screen. Customer stated that the pump was not responsive some of the time. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional informational provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.